Event description:
Customer reported that he was hospitalized for non-diabetes related issue, but while in the hospital, he developed high blood glucose. Customer blood glucose reading at the time of hospitalization was 249 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was rec'd with a cracked reservoir tube lip.